Event description:
It was reported that the right ventricular (rv) lead triggered a lead warning. The rv lead exhibited high, out of range, and a spike in pacing impedance, intermittent capture, pacing inhibition due to oversensing, and a fracture was confirmed. The patient had reported being in a severe car accident with airbags deployed approximately two weeks prior to the lead warning. Reprogramming was done initially, and subsequently the pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 1688tc lead implanted: (B)(6) 2012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.